Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. It was recommended the device to be evaluated in-clinic for consideration of a device replacement. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received the device was explanted and replaced. The explanted device will not return for analysis due to the hospital disposed of the product. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. It was recommended the device to be evaluated in-clinic for consideration of a device replacement. At this time, the device remains in service. No adverse patient effects were reported.